Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a damaged transfer set. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective / preventative action as appropriate.

Event description:
An affiliate reported that the 'blue part of plastic is disintegrated' on a transfer set. No leak was observed. No pt injury or medical intervention was reported.